Event description:
The customer's mother reported via phone call that the insulin pump had a sticking up button. The customer's blood glucose was 108 mg/dl. The caller did not observe any significant events leading to the keypad issues. The customer's mother stated that the customer had gone swimming, and when the customer went to reconnect to the device, she found that the up button was stuck. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
The pump had unresponsive up buttons due to corroded keypad traces. No moisture damage was found on the electronic assembly. The pump also had minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip, and a shifted end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.